Event description:
Enduser stated the braces that support the back of the seat break.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.